Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while in a l4-l5 spinal fusion, an imprecision was observed three days after the procedure that the left l5 screw deviated from its intended position requiring revision. The revision surgery was scheduled at a later date. No additional information was provided.

Manufacturer narrative:
Medtronic received information that the medtronic field rep in (B)(6) was present for the surgery on (B)(6) 2018. The medtronic rep left the operating room, and was not notified of any problem until 3 days later on (B)(6) 2018. The initial notified/aware date was corrected to (B)(6) 2018. Patient demographics were denied by the surgeon. If information is provided in the future, a supplemental report will be issued.